Event description:
It was reported that the right ventricular lead exhibited loss of capture. The insulation was damaged and a fracture was suspected. The lead capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.